Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing high blood glucose (bg) levels. The past bgs were not reported; the most recent bg level was 220 mg/dl with a low ketone level. A bolus was delivered to address the bg level. The contact stated that the customer was going through puberty and the hormones as well as possibly the infusion set could be the possible causes of the bg level. A pump system check was performed using the current supplies on the pump and no device issue was found. Tandem technical support advised the customer to discuss the high bg with a healthcare provider. The contact acknowledged the advice.